Event description:
It was reported that during device preparation there was no resistance during removal of the protective sheath from the xience v stent delivery system; however, the stent came off with the protective sheath. The stent appeared to be stretched and twisted on the proximal segment. There was no patient involvement. Another xience v stent of the same size was used in the procedure without further incident. There was no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported stent dislodgment and stent damage were confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.